Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic vein. A 6.00mm x 2.0cm x 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that pinhole rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic vein. A 6.00mm x 2.0cm x 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that pinhole rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned pcb device. A visual examination of the balloon noted that the balloon was unfolded which indicates the balloon had been subjected to positive pressure. The investigator attached the device to an encore inflation and positive pressure was applied when liquid was observed escaping from a pinhole leak in the balloon material approximately 7mm distal to the distal edge of the proximal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the blades noted that all blades were present and fully bonded to the balloon material. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.